Event description:
Drive devilbiss healthcare was notified of an incident involving a shower bench by an end user, who stated that "the four legs of the bench split apart and caused her to fall". The end user reportedly sustained a sprained hand, shoulder bruising, and a nosebleed, and treated herself with a wrist bandage. The unit has been discarded and cannot be evaluated.